Event description:
Edwards received notification that this intraclude device balloon ruptured during the procedure. Indication for surgery was mitral insufficiency (robotic). Total balloon inflation volume used was 32ml. The balloon was occlusive and stable. No extra volume was added. 30 minutes after the inflation, there was an spontaneous acute loss of balloon pressure. The aortic root was filled with blood and the inflated balloon in the ascending aorta could not be seen with tee. The rupture occurred during mitral valve repair while the surgeon was working far away from the balloon placement or potential place in case of balloon migration to the proximal part of the ascending aorta. There was no significant calcification in the aorta as per pre-operative CT-scan or peri-operative tee. Patient's aorta size was 30mm. The device was used as per instructions for use (IFU). After balloon rupture, the intraclude was exchanged and the procedure was finished without any injury for the patient.

Manufacturer narrative:
H3: evaluation summary: customer complaint of "balloon rupture" was confirmed. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. As received, the balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. The clamp device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the balloon bursts during a procedure, the heart would fill and warm, the operative site may be obscured and the procedure may need to convert to an open procedure. In this case, the root cause has been determined to be related to a supplier manufacturing defect. The supplier has indicated that the issue is currently being investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received notification that this icf100 intraclude device balloon ruptured during the procedure. Indication for surgery was mitral insufficiency (robotic). The surgeon is very experienced with the device. The device was used as per the instructions for use (IFU). No other details were provided.